Event description:
An email was received from the patient's health care professional (hcp), reporting that the patient passed away on (B)(6)2024. Reportedly the patient passed away from hyperglycemia after he 'followed the steps for trouble shooting with changing a pod, but may have been too late and did not seek medical care'.

Manufacturer narrative:
According to the report a patient death occurred due to hyperglycemia. The hcp confirmed the patient successfully performed troubleshooting steps and the pod was replaced. The patient did not seek medical attention when troubleshooting. The physical device was not returned for evaluation. No lot release records were reviewed, as the product lot number was not provided. If additional information is received a supplemental report will be submitted.